Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure after a few attempts of implanting the closure device, a small piece of tissue/thrombus that was adhered to the left atrium (la) was noticed. The implanting physician immediately aborted the procedure. There were no patient complications. No further information was provided at the time of this report. It was further reported that the imaging modality to identify the thrombus was transesophageal echocardiography (tee). Heparin was administrated at the beginning of the procedure, and the activated clotting time was 360 seconds. The thrombus was noted after an attempt at deploying the closure device. The physician believes it is most likely a small tissue tear instead of thrombus. It was not mobile and adhered to the outside part of the laa.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure after a few attempts of implanting the closure device, a small piece of tissue/thrombus that was adhered to the left atrium (la) was noticed. The implanting physician immediately aborted the procedure. There were no patient complications. No further information was provided at the time of this report.